Manufacturer narrative:
The local area field representative was contacted for additional information to confirm whether there was an infection. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that programmer interrogation of this pacemaker was unsuccessful. A subsequent interrogation attempt revealed that this pacemaker was operating in safety mode, and device replacement was recommended. This pacemaker remains in service at this time. The product experience report (per) form noted it was unknown whether there was an infection, however it was also documented that there were no adverse patient effects reported. Additional information received reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This pacemaker was shipped for return analysis.

Event description:
It was reported that programming interrogation of this pacemaker was unsuccessful. A subsequent interrogation attempt revealed that this pacemaker was operating in safety mode, and device replacement was recommended. This pacemaker remains in service at this time. The product experience report (per) form noted it was unknown whether there was an infection, however it was also documented that there were no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of this pacemaker was unsuccessful. A subsequent interrogation attempt revealed that this pacemaker was operating in safety mode, and device replacement was recommended. This pacemaker remains in service at this time. The product experience report (per) form noted it was unknown whether there was an infection, however it was also documented that there were no adverse patient effects reported. Additional information received reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This pacemaker was shipped for return analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information to confirm whether there was an infection. At this time, no further information is available. Should additional information become available this report will be updated.